Manufacturer narrative:
Product event summary: manufacturer's analysis was not able to reproduce the "freezing" issue of the device, however it was noted that there was a long boot sequence the first time it booted up and appeared to "freeze." It was also noted that there were bent tabs on the power cord bay door, and the lower case was worn. The device passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would freeze when toggling between the device screen and the analyzer, specifically when pacing with the analyzer. The programmer has been returned for repair. No patient complications have been reported as a result of this event.